Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that while performing preventative maintenance, it was observed that the device was getting check vent: primary alarm failed" (motor speaker fail/the diagnostic code: 1102) message. It was reported there was no patient involvement at the time the issue was discovered. The me replaced the speaker to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it was confirmed unit did not meet product specifications. It was determined that the speaker was the cause of the reported issue. The device was not being used for treatment when the reported event occurred.

Manufacturer narrative:
E: (B)(6).

Manufacturer narrative:
The removed speaker assembly was returned to the product investigation lab (pi). The pil technician installed the speaker assembly into a pi ventilator to duplicate the reported issue. The product investigation lab has verified by a temporary install of the suspect speaker onto the pil stb and noted that there was an alarm for check vent: primary alarm failed with repeat of e1102 error code during the diagnostic portion of the stb operation. In addition, the pil tech verified that the speaker failed pin to pin and solder to solder joint testing. The failure of this returned speaker is due to an open resistance to the voice coil of the speaker. Pil could conclude that the returned speaker is faulty.